Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.50 x 28 mm promus element plus stent was selected and deployed at 14 atmospheres to the target lesion. Post dilation was performed using a 4.0 nc quantum apex balloon catheter and then a non-bsc intravascular ultrasound (ivus) imaging system was used to assess the placement of the stent. It was noted that the stent was deformed at the proximal end. Additional dilatation was performed using a 4.0 nc quantum apex balloon catheter with good results. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 50 plus. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).